Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The remote service engineer (rse) analyzed the system remotely and found that the system was not appearing in either acquisition or data monitoring. The philips field service engineer (fse) inspected the system onsite and assessed the status within the m cabinet, discovering that it was switched off. Upon troubleshooting actions, fse recycled the total power from the ups and reset the pc connections of m cabinet and performed functional tests. After repairs, the system was returned to use in good working order.